Event description:
Boston scientific received information that during the procedure to implant this implantable cardioverter defibrillator (ICD), noise was observed which was oversensed and resulted in pacing inhibition for this patient. The clinical observations were suspected to be the result of air bubbles in the device header. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.